Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that a variable-angle-locking compression (va-lcp) condylar plate was put in a patient in (B)(6) 2022 and it is removed from patient on (B)(6) 2022 because it was broken. No further information provided. This report is for one (1) 4.5mm va-lcp curved condylar plate/18hole/370mm/lt-ster. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional device product codes: hrs, hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. A device history record (DHR) review was conducted: part #: 02.124.419s. Lot #: l727891. Manufacturing site: (B)(4). Supplier: n/a. Release to warehouse date: 29 jan 2018. Expiration date: n/a. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A3: subsequent follow-up with the customer, additional information was received about the patient. Patient gender has been updated accordingly.